Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. Possible over delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. There were no boluses listed on the event date 01-dec-2024 in the pump history file. Please see below for the daily total of all insulin delivered on the event date 01-dec-2024 in the pump history file. 12/02/2024 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: 12/01/2024 00:00:00.000 dailytotalofallinsulindelivered: 24000 (2.4 u) dailytotalofbasalinsulindelivered: 24000 (2.4 u) dailytotalofbolusinsulindelivered: 0 (0 u) there were no autosuspend alarm noted in the pump history file. Please see below for the usersuspended (2) alarm noted in the pump history file. 12/01/2024 23:52:45.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) there were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 01-dec-2024 in the pump history file. The pump passed the functional testing. Unable to confirm alleged low bgs. Possible over delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported blood glucose value of 30 mg/dl. The customer reported hypoglycemia, hypoglycemia, hypoglycemia treated with glucose/carb intake, ems/ambulance/ER visit, other. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-332a, mmt-387a, mmt-1880. Troubleshooting was performed. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer alleges delivery of insulin without input. No further patient complications were reported. Mmt-332a was requested and customer response was the device will be returned. No product return is required for mmt-387a. Mmt-1880 was requested and customer response was the device will be returned.